Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected: entered evaluation codes. Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿management of glenoid bone loss with the use of a new augmented all-polyethylene glenoid component¿ by ari r. Youderian, md; larry a. Naplitano, jr, ms; iyoosh u. Davidson, ms; and joseph p. Iannotti, md, phd; was reviewed. The purpose of the article ¿management of glenoid bone loss with the use of a new augmented all-polyethylene glenoid component¿ was to present the early clinical results of the first 24 cases using the depuy johnson and johnson steptech anchor peg glenoid as well as preoperative planning and surgical technique. The article was based on 24 patients who had the steptech anchor peg glenoid implanted in 24 patients to manage glenoid bone loss. They were reviewed over an 18-month period by three experienced surgeons. They were reviewed for early clinical complications and radiographic follow-up. Including a subset with postoperative fine-cut CT imaging and advanced 3-d implant mapping. The article indicates that only one patient was found to have incomplete seating greater than 25%. This was a patient with over 60 degrees or retroversion due to a developmental hypoplastic glenoid.